Event description:
A 3.0mm diameter x 15mm length ave micro stent ii was successfully placed at the target lesion in the proximal left anterior descending artery. Later that same day, the pt returned to the cath lab with thrombosis of the left anterior descending artery. The stent was redilated with a ptca balloon with good results. The following day the pt expired. There is no additional info available regarding this incident.